Event description:
Acct reports noting a strong odor about the cases of product received. States it is not just the carton, but when one opens the carton, the packages inside have a very strong odor. States they have 101 cases. States some of the employees are having allergy difficulties due to the odor. Bo pt contact involved.